Event description:
It was reported that, console had a weak output. It was noted that the tissue was harder to burn than usual and the case saver mode was not prompted. The procedure was completed with the original device. There were no patient complications.

Event description:
It was reported that, console had a weak output. It was noted that the tissue was harder to burn than usual and the case saver mode was not prompted. The procedure was completed with the original device. There were no patient complications.